Event description:
The customer reported having high blood glucose and she treated with a manual injection prior to the call. The customer stated that she was taken to the hospital for low blood glucose. The customer stated that the paramedic bumped or dropped the insulin pump while she was taken to the hospital and she was experiencing high blood glucose. The blood glucose reading at the time of the call was 245 mg/dl. The customer change the infusion set and reservoir, but her glucose level continued being high. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.